Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the inferior epigastric artery using a lantern delivery microcatheter (lantern), an angiographic catheter and a guidewire. During the procedure, the physician experienced resistance while advancing the lantern over the guidewire through the inferior epigastric artery and subsequently, the physician was unable to advance the lantern further in the inferior epigastric artery. Therefore, the lantern was removed. The procedure was completed using a non-penumbra microcatheter, the same angiographic catheter, and the same guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lantern revealed ovalization in the distal shaft of the catheter. If the lantern is forcefully mishandled against resistance during use, damage such as ovalization may occur. A demonstration guidewire was advanced through the lantern without an issue during functional testing. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.